Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant battery had gone out and they were going to have it replaced. The caller wanted to know when the implants were getting replaced. The agent reviewed registration information with the caller, and the caller stated "this one didn't last very long." The patient stated that they noticed the implant was dying a couple months ago and they kept trying to move it up and finally it said the battery was dead. The patient said they put up with it for a while but now they couldn't do it and had to go to the bathroom every 5 minutes. The patient was redirected to their healthcare provider to further address the issue. The caller was requesting an ID card. The agent warm transferred the caller to registration.

Manufacturer narrative:
B3.date is estimated; month and year are valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they needed an MRI of the head, but were told they could not have one with the ins battery depleted. The agent reviewed that there was form that could be signed off on by the healthcare provider (hcp) to allow for a head scan only. The patient was redirected to their hcp.